Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, manual reports was unable to print. Customer reported that the zebra printer on this machine is printing gibberish and will print out until the roll is empty. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports was unable to print. A field service engineer (fse) confirmed customer reported that the stations thermal printer produced gibberish when running the refill report. The fse tested the printer and confirmed it was functioning normally, but it fails specifically when printing the refill report. This was a known issue affecting printers running version 1.5 software. The system functioned as intended after the field service engineer repaired the device.